Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 4.2, lab: 6.7. Timing between tests: unk. Pt's therapeutic range: unk.